Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic pneumonectomy, the distal end of the reload cartridge came off the jaw at the 2nd firing and the deployed staples were unformed. The device was used on bronchial tube. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.